Event description:
Porta cath infusion catheter inserted about 4 months ago, functioned properly until recently when patient began experiencing pain at site with attempted infusion. Port study attempted at radiological facility; port was accessed but unable to be flushed and study stopped, no x-ray taken at that time. Md recommended surgical removal. Surgeon attempting to remove and met resistance; x-ray completed showed catheter appeared to be fractured. Existing port removed but catheter remained in place. Pt taken to interventional radiology (ir), removal unsuccessful, pt admitted for monitored observation. The next day, pt returned to ir for second interventional procedure, catheter was successfully removed.